Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
End user (B)(6) hospital reported via (B)(4) distributor in (B)(4) that "while trying to reame during the surgery, surgeon couldn't ream over the guide wire. While examining we noticed that all the three are broken at their based. Surgeon is asking an investigation for these devices".